Event description:
It was reported via repair work order that the scale reading fluctuates due to a malfunction load cell and the power cord is missing the ground pin. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.